Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant products: product ID 3889-28, lot# va1lhce, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1lhce, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their system was removed because the lead wire was exposed. Three days later, family member called in to report a revision; the patient's lead came out so the healthcare provider (hcp) reinserted them. It can be noted that the first incident occurred two weeks after implant. After reinsertion, the lead came out again; this occurred before the ins was removed. Caller said the hcp called the manufacturing company who said the leads should not have been reinserted. The caller said the hcp removed the device and the patient won't be reimplanted until the 18th. Caller noted the patient was a on a blood thinner called pradaxa. Caller noted the revision occurred in (B)(6) 2018 which conflicts with information in device registration. No device issue was reported and no further patient complications have been reported as a result of this event.